Event description:
Covidien received info stating that smoke was coming out of the power supply of an 840 ventilator. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the power supply and performed extended self-testing on the device and all tests passed. (B)(4).

Manufacturer narrative:
The covidien field service support engineer (fsse) received a tamura (taiyo yuden) power supply reported as ¿smoke was coming out of the power supply¿. A visual inspection of the returned unit was conducted, and no anomalies were observed. Functionality tests were performed on a test ventilator, and successfully running all tests as detailed in the 840 ventilator service manual. The unit was attached to the failure investigation test ventilator and powered up. The unit powered up normally with no errors recorded in the diagnostic logs. Calibrations procedures were run successfully without any errors. The unit was put into normal ventilation mode, and successfully ran for five hours. A review of the ventilator diagnostic logs revealed no errors and no unexpected alarms were observed during this period. Internal visual examination of the unit revealed severe thermal damage of the c5 capacitor on printed circuit board (pcb) c01. The capacitor was exposed to an overvoltage condition. The appropriate audio and visual alarms would enunciate. If no bps was installed an independent alarm would sound for at least two minutes. The customer reported malfunction was verified.